Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021 , it was reported that the patient experienced dizziness, nausea and could not move much due to a bent cannula. Reportedly, the site location was her abdomen. The infusion set had been used for two days and the bent cannula occurred in the second day. Subsequently, on (B)(6) 2021 , she was hospitalized due to diabetic ketoacidosis and her blood glucose level was 501 mg/dl (at the time of the incident) due to a bent cannula but the pump did not give her any alarm. During hospitalization, she received insulin drip as corrective treatment. Currently, the patient's blood glucose level was 297 mg/dl and she was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.